Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified rasp cutting teeth are dull and worn. Flat surface and extraction hole around the etch shows indentations from previous uses. Post is confirmed to be fractured away from the rasp. Post shows galling and gouges from use. No other damage was noted. All fractured pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d4, e1, g3, g6, h2.

Event description:
It was reported during an initial procedure that the rasp broke while extracting. The broken rasp was removed causing a five (5) minute delay, and another device was used to complete the procedure. The surgical technique of the product was utilized.

Manufacturer narrative:
(B)(4). G2: foreign: italy customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that the rasp broke while extracting. The broken rasp was removed, and another device was used to complete the procedure. The surgical technique of the product was utilized. Attempts have been made and no further information has been provided.